Event description:
The user reported the following issue with a zilbs-635-10.6 device. "Stent deployed just fine and physician does not believe there is any thread to the pt. Issue was noticed after deployment. Upon deployment, physician noticed a bar that is supposed to connect the "z" cages was missing on one section. There also appears to have a bar connecting at the wrong spot. This issue was only noticed at the proximal end of the stent under endoscopic video view. It is unk if similar defects occurred at the distal end of the stent since it is up in the cbd and not visible". No adverse effects to the pt have been reported as occurring. The pt did not require any add'l procedures due to this occurrence.

Manufacturer narrative:
Incident requires an FDA MDR report based on the reporting precedence established for this product family for stent fracture, regardless of pt outcome. The zlbs-635-10-6 stent of lot number c1008089 was implanted in the pt therefore, is not available for eval. With the info provided a document based investigation was carried out. The 2x still endoscopic images showing the proximal end of the stent post deployment were available. Images were reviewed by the r&d engineer. In relation to the customer statement".. A bar that is supposed to connect the "z" cages was missing on one section", the following comments were provided by the r&d engineer: "we can confirm that this strut is broken". In relation to the customer statement".. There also appears to have a bar connecting at the wrong spot", the following comments were provided by the r&d engineer: " we can confirm that this is not made incorrectly. The stent has been pulled to such an extent that the apex of two crowns are actually touching each other: this can be easily replicated on the table top if you hold the stent at one end and pull it at the other". From the add'l info, it is known that the physician did not try to reposition the stent during deployment. It has been also confirmed that the stent was not provided towards duodenum during deployment. No balloon dilation of the stent was performed after stent placement. Based on the image, the customer complaint was confirmed as the stent had a broken shut. However, the second reported issue ("... Bar connecting at the wrong spot") could not be confirmed. Complaint info indicates that the stent deployed fine and no device malfunction during deployment was reported. Add'l info provided for this complaint does not suggest that the stent could have been damaged due to mechanical forces (I. E. Due to stent pulling, post ballooning, etc). The delivery system was not available for eval, therefore, it could not be verified if stent delivery system could have caused or contributed to the reported issue. As the conditions of use could not be replicated in the lab settings, a root cause of this stent fracture cannot be determined. The following info is included in instructions for use: "begin deployment of stent by holding wire guide hub stationary and slowly pulling back on handle, while monitoring position of stent fluoroscopically". The stent must be placed under fluoroscopic control". Prior to distribution, all zilver biliary devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant mfg records revealed no discrepancies that could have contributed to this complaint. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.